Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to discomfort and no benefit with the device. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.